Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported they had a sudden change in the therapy from their implantable neurostimulator (ins). There were no falls or trauma that could be related to the issue. The patient was able to use the programmer, connect to the ins, and adjust the stimulation. However, they only felt the stimulation ¿slightly¿. It was noted that the programmer was functioning as normal. The patient stated that the stimulation was normally set at about 3.8-4.3 and had to increase the stimulation to 8-9 in order to feel it. They had another program they used once in a while where the stimulation had to be increased all the way to 10 for the patient to feel it. The patient stated that they used this program on friday and it seemed to work well. The patient was going to follow up with their healthcare professional (hcp). The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.